Event description:
It was reported the spring wire guide was found kinked when using through the arrow raulerson syringe (ars). No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and two findings were identified. Two non-conformances were initiated to address the issue of insufficient transection on membranes. Despite this, it cannot be confirmed if this is the same issue involved with this complaint as the sample was not returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported the spring wire guide was found kinked when using through the arrow raulerson syringe (ars). No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned one swg in advancer tubing and an arrow raulerson syringe (ars) for evaluation. Visual examination revealed one kink in the guide wire adjacent to the j-bend. The j-bend also contained slightly offset coils. No defects or anomalies were found on the ars. The total length of the returned guide wire measured to be 601 mm, which is within specifications of 596-604 mm per product drawing. The outer diameter of the returned guide wire measured to be 0.799 mm, which is within specifications of 0.788-0.826 mm per product drawing. The guide wire contained one kink 587 mm from the proximal end. The instructions for use (IFU) provided with this kit instructs the user, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The returned guide wire passed through the returned ars with slight resistance encountered at the kinked portion. A manual tug test confirmed the proximal and distal welds were fully intact. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire." The customer report of guide wire/ars resistance was confirmed by complaint investigation of the returned sample. The guide wire contained a kink which led to resistance when passing through the ars. The sample passed all relevant dimensional and functional testing, and a device history record review was performed with no relevant findings. Based on the customer report and sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported the spring wire guide was found kinked when using through the arrow raulerson syringe (ars). No patient harm reported. The patient's condition is reported as fine.